Event description:
It was reported that during a cori assisted tka surgery, after milling the medial condyle of the distal femur, the surgeon remove the real intelligence robotic drill from the medial articulate surface to continue to mill the lateral condyle. When trying to engage the articular surface, the burr would extend but did not reach the surface. Simultaneously, the surgeon reported the burr spun significantly slower and in the reverse direction. No error screen appeared and the following checks were made to ensure there were no human errors: checked if the arrays moved, reinstalled and recalibrated handpiece, refreshed the bone model. Both drill diagnostics were run pre and post case with no abnormalities detected. The procedure was completed, with a non-significant delay, by changing the surgical technique to manual procedure. Patient was not harmed beyond the reported issue.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The bur spins counterclockwise in the wrong direction. During the case the bur guard has slid down not allowing the bur to make contact with the surface. The most likely cause of this event is the bur guard slid down the shaft of drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori assisted tka surgery, when trying to engage the articular surface, the burr would extend but did not reach the surface. Simultaneously, the surgeon reported the burr spun significantly slower and in the reverse direction. No error screen appeared and the following checks were made to ensure there were no human errors: checked if the arrays moved, reinstalled and recalibrated handpiece, refreshed the bone model. Both drill diagnostics were run pre and post case with no abnormalities detected. The procedure was completed, with a non-significant delay, by changing the surgical technique to manual procedure. Patient was not harmed beyond the reported issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.